Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a .018 hp 40 4x4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter could not maintain its pressure during inflation. Therefore, it was replaced with another slalom thrill device of the same size and the procedure was completed. There were no reports of patient injury. The device will be returned for evaluation. Additional information could not be obtained. Addendum: a balloon rupture was found during the product evaluation.

Event description:
As reported, a .018 hp 40 4x4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter could not maintain its pressure during inflation. Therefore, it was replaced with another slalom thrill device of the same size and the procedure was completed. There were no reports of patient injury. The device will be returned for evaluation. Additional information could not be obtained. Addendum: a balloon rupture was found during the product evaluation.

Manufacturer narrative:
As reported, a .018 hp 40 4x4 slalom thrill percutaneous transluminal angioplasty (pta) balloon catheter could not maintain its pressure during inflation. Therefore, it was replaced with another slalom thrill device of the same size and the procedure was completed. There were no reports of patient injury. Additional information could not be obtained. The product was returned for analysis. One non-sterile slalom pta .018 hp 40 4x4 percutaneous transluminal angioplasty (pta) unit was received for analysis inside a plastic bag. Per visual analysis of the unit, no anomalies were observed by the naked eye. Per functional analysis, a lab sample inflator/ deflator device partially filled with water was attached to the inflation lumen of the unit and pressure was applied. A balloon leakage was observed at a rupture in the distal area of the balloon. No other anomalies were observed. Per microscopic analysis, sem was performed results showed that the ruptured balloon of the slalom pta .018 hp 40 4x4 device presented evidence of scratch marks on the balloon and irregular edges. The scratch marks are commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch marks on the balloon probably led to the damaged condition found on the received device. It seems the material near the damage was ruptured with a sharp object from the outside of the device since the internal surface did not present any anomaly. No other anomalies were observed during the sem analysis. A product history record (phr) review of lot 82220387 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty¿ was not confirmed; however, subsequent findings of ¿balloon burst¿ was confirmed through analysis of the returned device. However, the exact cause cannot be determined. The balloon was noted to have a rupture in the distal area of the balloon with scratch marks leading up to the ruptured area. It appears the balloon material was damaged due to calcified spicules located on the lesion or by an external mechanical force. Therefore, based on the available information it is likely vessel characteristics and/or procedural factors, although unknown, contributed to the event reported. According to the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in-vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.